Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Olympus was informed that the one-way valve had been replaced with the luer connector by unknown persons. The user facility has removed the modified device from use, and ordered a replacement. The device was said to have been discarded and it is not available for investigation. Based on the information provided, the maj-855 auxiliary water tube was modified by an unknown person or persons, and the proximal connector was replaced with the luer connector, which may have permitted the retrograde movement of fluid toward the pump. An olympus endoscopy support specialist has visited the facility and provided information regarding the appropriate use of the equipment. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that after an unspecified procedure the user noticed body fluids appeared to be flowing back toward to the water bottle of the flushing pump. Upon closer examination, it was determined that the one-way valve in the maj-855 had been replaced with a luer connector. There were no reports of infections or cross-contamination.